Manufacturer narrative:
Investigation summary: received a bd bi-extension set with 2 q-syte units connected to each of its ends. The ext. Set was received within an open package from lot number 8057602 ref 385163. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: q-syte 1 ¿ no physical-mechanical damage was observed on the top disk or the column wall. Q-syte 2 - no physical-mechanical damage was observed on the top disk or the column wall. Functional and flush: using a lab provided syringe (both luer slip and luer lock) filled with water/food coloring mixture flushed both q-syte units. Flushing was successful, the liquid went into the q-syte units through the tubing and out the male end of the extension set. No back flow occurred. Connections were performed smoothly and stayed secured. No disconnections occurred. Conclusion(s): indeterminate: the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It was reported that acacia extension sets w/ bd q-syte¿ luer access split septum device was having flow issues. This occurred on 2 occasions after use. The following information was provided by the initial reporter: stopper easily detaching, difficulty in flushing & allowing back flow.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that acacia extension sets w/ bd q-syte¿ luer access split septum device was having flow issues. This occurred on 2 occasions after use. The following information was provided by the initial reporter: stopper easily detaching, difficulty in flushing & allowing back flow.